Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with a blood glucose (bg) level of 47 mg/dl ; cause was not known. A nurse delivered glucose gel and the customer was also treated with plasma exchange. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.